Manufacturer narrative:
The urea reagent lot number and expiration date were not provided. Qc was acceptable. The field service engineer found damaged rinse tubing. He repaired the damaged rinse tube. The engineer then verified that the instrument was performing within specifications. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea assay on a cobas 8000 c702 module. Initial result: 2.5 mmol/l. The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample. Repeat result: 7.0 mmol/l. The repeat result correlated with the patient's clinical information. No questionable result was reported outside of the laboratory.